Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was unknown. The customer consumed carbohydrates to address bg. Further troubleshooting for the issue was declined with tandem technical support, therefore no additional patient or event information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.